Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll package was damaged / defective / other. Complaint via email. On (B)(6) 2026, x was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ torn syringe packaging. On (B)(6) 2026, x medical information was notified of an event: ¿there were two hd (lot number ending in 13) that had syringes with compromised packaging.¿